Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. A ship history and subsequent manufacturing batch record review performed on potential batch numbers indicated that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-01868. It was reported that during an unspecified procedure, guide wire coating issues occurred. The target lesion was located in the right popliteal artery. The physician was using a pt2 and a pt graphix guide wire in conjunction with another manufacturers' lazering catheter. After lazering was performed, the physician felt as though the guide wires and the catheter were becoming stuck. This is possibly because the catheter could be "melting" the polymer coating of the guide wires. The guide wires and the catheter were removed from the patient together. The physician did not confirm that the coating was actually "melted". The procedure was completed with the use of these guide wires. No patient complications were reported and the patient's status is fine.